Manufacturer narrative:
(B)(4). Batch #t9546f. Investigation summary: the device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged, not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic tubal ligation, the jaws of the device wouldn't come together properly. A second device was opened and displayed an unknown error code. A third device was used to complete the case with no patient consequences.